Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) s/n (B)(6) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was because "odd things" are occurring with the controller and difficulty recharging the ins. Pt explained that sometimes it takes a really long time to charge the ins. Pt stated that it takes 1 hour, and sometimes 2-3 hours to recharge the ins, despite the pt sitting perfectly still. Pt stated that this will be when the pt has an excellent recharging connection. Pt stated that the charge will also stop and say finished, when the ins battery is not fully charged. Pt stated the recharger antenna (rtm) was "touchy about placement", because the charging quality will go from excellent to good without the pt moving. Pt stated they often have to reposition the rtm paddle. Pt stated that other times the charge will stop all together and the controller will display a screen stating that there is a "problem with charging". Pt noted they are frustrated with this process. Pt reported that when the controller screen is unlocked, the screen goes almost completely black, so the pt can barely make out the symbols on the controller screen. Pt stated they have the controller display set to f ull brightness. Pt stated that they have to lock the screen for a few minutes and turn the controller back on for the issue to resolve. Pt stated that this issue is random and occurs when no cords are plugged into the controller. Pt stated these issues started "pretty early on" and have gotten worse in the last month (year confirmed by pt). Pt stated that they notified the manufacturing rep about the issue in april and was instructed to call for further assistance. Pt confirmed no damage on rtm pins, controller compartment pins, or controller antenna jack. Pt noted that the rtm and ac power supply cord were a little difficult to plug into the controller. Pt reported that there was a "little scratch" or tiny nick on one of the gold contacts on the battery pack, and that the rtm paddle gets quite warm after recharging. Pt noted the heat from the rtm paddle was like a heating pad on medium high. Pt confirmed that the warm rtm paddle was not burning their skin. The issue was not resolved. No symptoms reported. A replacement battery pack, controller, and rtm was sent to the patient.